Event description:
The event is reported as: the customer alleges that the one valve from the device detached. The alleged issues occurred prior to pt use.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.